Event description:
The customer reported the ventilator would not pass extended self testing (est) due to a leak at the inspiratory non-rebreathing check valve. The unit was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician performed inspection of the check valve and reported the check valve body was found detached from the ring. The service technician replaced the check valve to correct the reported problem. Extended self testing and performance verification testing was completed and tests passed per operating specifications.